Manufacturer narrative:
The information received indicated the device was no longer functional and the patient wished to have it removed. Also, there was imminent erosion of some component of the device due to continued chronic kinking of the deflated device. During the explant surgery it was also noted that the pump was encrusted quite significantly with a lot of calcification circumferential. The device was received in condition unfit for testing. Capsular formation around every received component and the general condition of the components when received made it impossible for an evaluation to be performed. Due to the state of the device when received, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the alpha I was revised as the device was no longer functional and the patient wished to have it removed. Also, there was imminent erosion of some component of the device due to continued chronic kinking of the deflated device. During the explant surgery it was also noted that the pump was encrusted quite significantly with a lot of calcification circumferential.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation due to no longer working. The patient reported pain. His corporal graft was in contact with the device and it caused discomfort. There was imminent erosion of some of the components of the device due to continued chronic kinking of the deflated device. On explant, it was noted there was significant calcification and a capsule around the pump.